Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope image pixelated. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b3 (date of event is unknown. Additional information will be provided once available), d9, h2, h3, h6, h11. Correction: h4. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: stained image, light out in light guide lens, and white residues in the auxiliary water channel. A root cause could not be identified. Based on the results of the investigation, it is likely due to a failed plug unit causing the pixelates image and stained image. Regarding the white residues in the auxiliary water channel, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.